Event description:
The pt received her scs system on (B)(6) 2010. It was reported that she occasionally feels overstimulation at the ipg pocket site. In an effort to resolve this issue, the pt was reprogrammed. Follow-up on the pt found that the reported overstimulation has decreased. Her ipg remains implanted. No further info is available at this time.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.